Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she uses the dual wave feature on the pump, and her blood glucose went up high. The customer stated that she checked the history, and the bolus is not showing in the history. The customer stated that she may be moving too fast. The customer stated that she did a normal bolus and just hits ok. The customer stated that the pump may be asking dual wave questions and she's not paying attention. The customer stated that this happened 3 times in the last 2 months. The customer stated that her blood glucose was about 400 mg/dl and she treated with the pump. The customer was advised to give a call back if further assistance is needed.